Event description:
After suffering a relapse from the use of medications, we prescribed a bedwetting alarm to patient¿s family. They purchased a malem ultimate bedwetting alarm to use on (B)(6) year old girl. The alarm has been used for 1 night and during that time, the alarm has injured the child. Parents had put child to sleep and alarm went off an hour later. On arriving in the child room, parents noticed that alarm was still sounding and child was awake crying and pulling t-shirt away from body. The alarm was extremely hot and father had difficulty removing it. Child was given home treatment and then taken to doctor in the morning. Doctor has advised parents to return alarm to manufacturer and we are reporting on their behalf. The alarm has cracked at the back from hot temperature and injured child. Although the injury was minor, its important to note that this was the result of a product failure and device malfunction.